Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had lost its configuration and had logged multiple event codes. During an evaluation of the device, it was observed that the device locked up and would not function. There was no patient use associated with the reported failure.